Event description:
Underwent lasik vision correction over a year ago and my night vision and low light vision are very negatively impacted to the point driving at night has become dangerous. Prior to the procedure there were no issues. I am a healthy (B)(6) female.